Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer replaced the sample probe and has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient urine sample tested for creatinine on a cobas 8000 c 702 module. The initial result was < 120 umol/l. The sample was repeated twice with results of 3895 umol/l and 3748 umol/l.

Manufacturer narrative:
The customer had no further issues after replacing the sample probe. The sample probe was likely contaminated due to insufficient operator maintenance. The investigation determined the event was due to an operator maintenance issue.